Event description:
The clinician reports that the day the implant was placed in ada 30, failure occurred upon insertion. No product was returned to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.